Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 274 mg/dl and 48 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. One of the readings the customer reported was found in meter memory. This is a final report.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited noise on the rate/sense electrogram that was oversensed and detected as ventricular fibrillation. The oversensing lasted about 2 seconds and the episode terminated after 14 seconds. The electrogram revealed normal pacing operation and capture prior to the oversensing, however during the oversensing, inhibition of pacing was observed as normal design operation in this device when tachy detection becomes fulfilled. The patient is not pacemaker dependent. On (B)(6) 2010 the device was removed and returned to boston scientific crm with no allegations.